Manufacturer narrative:
Event date: unknown. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after implantation of cervical spine locking plate and cervios chronos, two quicklock screws on the cranial side became loose. On (B)(6) 2014 the loose screws were explanted and replaced with bi-cortical screws. There were no complications during the re-operation. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the device design, processing specifications (e.g. Electropolish), material, packaging, tolerance stack-up/mating parts, sterilization, labeling and user technique did not cause the complaint. A manufacturing investigation was conducted. The report indicates that the device design, processing specifications (e.g. Electropolish), material, packaging, tolerance stack-up/mating parts, sterilization, labeling and user technique did not cause the complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received from the surgical operating room report; the patient was reported to have been suffering for about 3 months from refractory right sided cervico-brachial and shoulder pain. The cervical spine showed a pathological steep slope and pronounced cervical spinal canal stenosis. An image reading of the (e.g. X-rays) was conducted by a medical director from this manufacturer of the six cd images, dates unknown, submitted for review. The director reported: the sagittal view of the instrumentation appears to be c4-t1 on this slice from image 142/259. Images 145 and 147/370 reported the left sided screw appears to have backed out. Spinal level is unknown. Image 14/59 was an axial view of plate and 2 screws. Images 22-23/59: axial view, difficult to comment based on axial cut only showing a limited portion of screws.